Manufacturer narrative:
Date of event is estimated. A patient experienced pain at the ipg site was reported to abbott. It was determined the patient felt pocket / tissue heating. As a result, the ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient felt pain and heating at the ipg site. Surgical intervention was undertaken and the ipg was explanted.